Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00732.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil through another manufacturer's microcatheter, the physician experienced friction and the smart coil was unable to advance. Therefore, the smart coil was removed and the microcatheter was replaced with another manufacturer's microcatheter. The physician then deployed a new smart coil into the aneurysm but mistakenly used the wrong ruby coil detachment handle (handle) to detach the coil. Consequently, the coil was unable to detach and the smart coil pusher assembly became stuck in the handle and could not be removed. Therefore, the procedure was completed using another manufacturer's coil. There was no report of an adverse effect to the patient.